Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist had to remove the dental implants because they had no primary stability. Implants were installed in intraoral region #1 and 2 and patient presented insufficient bone quality/quantity (bone type iii). There is no information about implant replacement.